Manufacturer narrative:
(B)(4). Product not returned to manufacturer.

Event description:
Customer reported that that flexlink retention screw loosened.

Manufacturer narrative:
A iuniht (certain titanium hexed screw) was received back for evaluation. Upon iuniht titanium screw visual inspection it was verified that the hex of the screw was damaged/ stripped, also scratches were also noted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. The complaint states that the flexlink retention screw loosened. Doctor applied 30 ncm torque value and retention screw rotates in any directions. The complaint is non-verifiable. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.